Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump in to charge despite attempting to charge with multiple power sources. The customer's blood glucose (bg) was 167 mg/dl. Reportedly, the customer chose to either revert to manual injections or continue to use the pump for insulin therapy.